Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
During a total knee arthroplasty procedure, reportedly the 3.2 mm drill bit broke off in the patient and remains implanted. Reportedly the drill bit broke while drilling screws for porous tray fixation of tibia. Patient was made aware of occurrence, routine post-op antibiotic treatment was prescribed; no immobility or range of motion restrictions were prescribed. User facility voluntary report # (B)(4) was also received. A copy of report will be included with this report. This is 1 of 1 report for (B)(4).